Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was not in use on patient.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer service engineer repaired the unit by replacing the data acquisition to motor controller cable. Performance verification test was performed and ventilator passed.